Event description:
During an unspecified procedure, the suture broke.

Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d7, d8, d9, e1 (address andn phone#) andn f5. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in f6.